Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r-wave (ffrw) oversensing on the atrial lead which caused an episode of supra ventricular tachycardia (svt) to be detected. Programming changes had previously been made in response to this issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead was oversensing that caused false detection of atrial fibrillation. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the post approval clinical surveillance product surveillance registry.